Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about high blood glucose. Customer states that the blood glucose was 323mg/dl and called the doctor and was told change set and bolus. Customer then took 2 units of manual injection and for the first time since accident customer was under 200mg/dl. Customer¿s current blood glucose is 188mg/dl. Customer reported that blood glucose was treated with insulin and syringes. Customer reported that customer performed high pressure test and it passed. The insulin pump will not be returned for analysis.